Event description:
It was reported that the pump reset unexpectedly. Additionally, it as reported that the insulin gauge was inaccurate and that a cartridge change error occurred during the loading sequence. The cartridge was changed to resolve the issue and insulin delivery was successfully resumed. Customer¿s blood glucose level was 140-200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.